Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. More than 3 years have passed since the subject device was manufactured. Based on the past similar case, there was a case where water constantly adhered to the gas cap after reprocessing and rust occurred. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to aging degradation of the subject device for a long period of use.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the rust adhered to the connecting part of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the user found that foreign material like red mold adhered to the connection part of the co2 tube inside the lid of the subject device. It was reported that cleaning and autoclave sterilization were performed every day after all examinations were finished. Other detailed information was not provided. There was no report of patient injury associated with the event.